Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient had reported that infusion set fell off from body and tape was not sticking during use. No further information available.